Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, pump downstream occlusion alarm triggers at 24 psi or greater was not reproduced. A review of the history log revealed multiple occurrences of "downstream occlusion!" Alarms were recorded; however, downstream occlusion detection testing failures cannot be determined through the history log. The device was tested for downstream occlusion detection and it failed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump triggers downstream occlusion alarm at 24 psi (pounds per square inch) or greater. This occurred during out of box failure. There was no patient involvement. No additional information is available.